Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, during the fifth firing on the stomach near the antrum, there was poor staple formation. At the distal end of the stapler, some of the staples did not begin to form. The surgeon had to stop and retract the knife blade on all the reloads as the excessive tissue error appeared on the display during each firing and the stapler would not go any further. The surgeon waited 30 seconds to let it compress and proceeded to fire. The surgeon performed this three to four times, but it could not be seen if the knife blade completed its fire. The surgeon ended up retracting the knife blade and opening the jaws. The fire was not complete. The staple line was incomplete distally. The surgeon then tried to fire across the same area, but the excessive tissue error appeared after a few seconds. Waiting for compression did not resolve the issue, and the user opened the jaws and did the same thing. The handle also had a moisture alert. The handle and adapter were changed due to the error. The second handle and adapter had one or two fires that did not fire completely. The surgeon went around the staple line towards the specimen side and finished the transection using other reloads. The surgical time extended 30 minutes or more as the surgeon had to use multiple reloads to try and transect the rest of the stomach, cut off some of the reinforcement, and decided on the route needed to finish the transection. The issue occurred in a total of four reloads. Sutures were also used to assure the staple line closure. It was noted that the patient remained stable following the surgery and stayed at the hospital for a day without any complications.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, during the fifth firing on the stomach near the antrum, there was poor staple formation. At the distal end of the stapler, some of the staples did not begin to form. The surgeon had to stop and retract the knife blade on all the reloads as the excessive tissue error appeared on the display during each firing and the stapler would not go any further. The surgeon waited 30 seconds to let it compress and proceeded to fire. The surgeon performed this three to four times, but it could not be seen if the knife blade completed its fire. The surgeon ended up retracting the knife blade and opening the jaws. The fire was not complete. The staple line was incomplete distally. The surgeon then tried to fire across the same area, but the excessive tissue error appeared after a few seconds. Waiting for compression did not resolve the issue, and the user opened the jaws and did the same thing. The handle also had a moisture alert. The handle and adapter were changed due to the error. The second handle and adapter had one or two fires that did not fire completely. The surgeon went around the staple line towards the specimen side and finished the transection using other reloads. The surgical time extended 30 minutes or more as the surgeon had to use multiple reloads to try and transect the rest of the stomach, cut off some of the reinforcement, and decided on the route needed to finish the transection. The issue occurred in a total of four reloads. Sutures were also used to assure the staple line closure. It was noted that the patient had a serious injury, life-threatening, disability or permanent damage due to the event.

Manufacturer narrative:
Concomitant product: sigphandle, sig power sigphandle handle, (serial #(B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6)); sigphandle, sig power sigphandle handle (serial#: (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6)). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the first reload was partially fired and the distal sutures were not released. Staple pushers were partially flush with the cartridge. Staple pushers were visible at the 1 cm cut line. The second reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were partially flush with the cartridge. Staple pushers were visible at the 3 cm cut line. The distal suture on the anvil and cartridge side were still anchored. The clamping mechanism was deformed. It was reported that there was poor staple formation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in the event of an incomplete firing of the endo gia¿ reinforced reload with tri-staple¿ technology, the distal maxon¿ anchoring sutures used to secure the staple line reinforcement material to the anvil and cartridge may not be released, the inability to release the distal anchor suture will prevent the jaws from opening fully when the device is unclamped. The remaining intact staple line reinforcement material on the reload will need to be removed from the device by gentle traction and/or by cutting the anchor suture with scissors. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, during the fifth firing on the stomach near the antrum, there was poor staple formation. At the distal end of the stapler, some of the staples did not begin to form. The surgeon had to stop and retract the knife blade on all the reloads as  the excessive tissue error appeared on the display during each firing and the stapler would not go any further. The surgeon waited 30 seconds to let it compress and proceeded to fire. The surgeon performed this for three to four times, but it could not be seen if the knife blade completed its fire.  The surgeon ended up retracting the knife blade and opening the jaws. The fire was not complete. The staple line was incomplete distally. The surgeon then tried to fire across the same area, but the excessive tissue error appeared after a few seconds. Waiting for compression did not resolve the issue, and the opened the jaws and did the same thing. The handle also had a moisture alert. The handle and adapter were changed due to the error. The second handle and adapter had one or two fires that did not fire completely. The surgeon went around the staple line towards the specimen side and finished the transection using other reloads. The surgical time extended 30 minutes or more as the surgeon had to use multiple reloads to try and transect the rest of the stomach, cut off some of the reinforcement, and decided on the route needed to finish the transection. The issue occurred in a total of four reloads.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, the stapling portion began using the a lack 60-millimeter reload with reinforcement with no issues. The surgeon proceeded to fire the stapler three additional times using the same type of reload, achieving good clinical results. Staple line was hemostatic in nature. During the fifth firing on the stomach near the antrum, while using a 60-millimeter reload, an excessive tissue error appeared on the display. The surgeon waited 30 seconds to let it compress, then proceeded to fire. The stapler progressed distally for a short distance before warnings of thick tissue appeared again. The same process was repeated a total of four times, but it could not be seen if the knife blade had completed its firing. The surgeon ended up retracting the knife blade and opening the jaws. The fire was not complete, leaving the excess reinforcement sheet. The surgeon left a 10-millimeter reinforcement sheet. It was noted that there was poor staple formation. At the distal end of the stapler, some of the staples did not begin to form. On the next firing, the surgeon transected over the already-placed reinforcement sheet. This resulted in the same issues. The reload was removed after the third warning on the second attempt. The handle also had a moisture alert. The handle and adapter were changed due to the error. The user attempted one more time using another reload of the same type, but the result did not change. A 45-millimeter reload was then used, but the same issues happened once again. A new 45mm reload was used, but this time, it was placed below the last portion of the staple line, closer to the specimen side. The surgical time extended by 30 minutes or more as the surgeon had to use multiple reloads to try and transect the rest of the stomach, cut off some of the reinforcement, and decide on the route needed to finish the transection. Sutures were also used to assure the staple line closure. It was noted that the patient remained stable following the surgery and stayed at the hospital for a day without any complications.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot #n3h2121y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot #n3h2121y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot #n3h2121y) sigphandle, sig power sigphandle handle, (serial #unknown) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial #unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, during the fifth firing on the stomach near the antrum, there was poor staple formation. At the distal end of the stapler, some of the staples did not begin to form. The surgeon had to stop and retract the knife blade on all the reloads as the excessive tissue error appeared on the display during each firing and the stapler would not go any further. The surgeon waited 30 seconds to let it compress and proceeded to fire. The surgeon performed this for three to four times, but it could not be seen if the knife blade completed its fire. The surgeon ended up retracting the knife blade and opening the jaws. The fire was not complete. The staple line was incomplete distally. The surgeon then tried to fire across the same area, but the excessive tissue error appeared after a few seconds. Waiting for compression did not resolve the issue, and the opened the jaws and did the same thing. The issue occurred in a total of four reloads. The surgeon went around the staple line towards the specimen side and finished the transection using other reloads. The surgical time extended 30 minutes or more as the surgeon had to use multiple reloads to try and transect the rest of the stomach, cut off some of the reinforcement, and decided on the route needed to finish the transection.